Event description:
During an embolization procedure the coil was pulled back and stretched. There was no pt injury reported. This product has been returned for eval and testing, however, the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.